Event description:
Customer reported the insulin pump alarmed button error and the keypad was not working, unable to clear. Customer's blood glucose was 131 mg/dl. Customer reported she wears the device on her waistband, was sweating a lot, and its possible it got wet, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had corrosion on keypad traces. No button error alarms noted. All buttons function properly. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, scratched case, stained end cap sticker and stained address and serial number label.